Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. This was a non-traditional procedure with the use of ice imaging and conscious sedation. Per protocol, double trans-septal puncture, was placement followed by pigtail catheter and laa contrast injection were performed without incident. Initially, the 24mm close device was successfully placed, but was fully recaptured due to failing release criteria. A negative effusion sweep was performed prior to prepping and deploying an uncomplicated and successful 33mm watchman laa closure device. An aggressive tug test was performed to meet release criteria. Post-procedure effusion sweep revealed moderate effusion suspected to be caused by the aggressive tug test. At this time, heparin was reversed and a pericardiocentesis was performed to remove 250cc of blood without further incident. Patient was admitted hemodynamically stable and later discharged home without complications. The 33mm closure device remains in service.